Manufacturer narrative:
Device is not expected to be returned. Sagittal exam orientation flipped. Known issue as we require axial exams. Poor scan: not to protocol.

Event description:
Site reported that they loaded their scan from cd using the unstructured dicom option in cranial and framelink. The sagittal scan was flipped left/right but the axial scan loaded correctly. The site identified the incorrect orientation from the tumor position.